Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 350cc mentor smooth round moderate plus profile saline breast implant being used in a breast augmentation revision on the right side was discovered to have a defective valve intra-operatively. There was no surgery delay, and no patient consequences reported. As a result, the surgeon replaced with like device, catalog # 3502350, serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Mentor became aware that blocks h2 and h3 entry fields were not updated. Correction: block h2: if follow-up, what type? Device evaluation. Block h3: device evaluated by manufacturer? Yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Mentor also became aware that block h6:device codes initially reported was incorrect. Block h6 has been corrected to 2900 (connection issue). Device evaluation summary: according to the information provided, the customer reported a defective valve during surgery. During the visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. After a thorough analysis, we were unable to confirm the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).